Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker longevity has been dropping a quite rapidly in the last few yearly checks. Additional information indicated that the device was confirmed exhibiting premature battery depletion (pbd). A generator change was planned. To date, this device remains in service. No adverse patient effects were reported.